Event description:
It was reported that a (B)(6) old caucasian female patient underwent primary breast augmentation with two unspecified mentor gel implants. Post-operatively, the patient was diagnosed with bilateral breast implant ruptures and bilateral breasts that were reported to feel like they have capsular contractures (baker grade unknown). As a result, the patient underwent bilateral removal and then replacement with two non-mentor implants on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, capsular contracture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 1, 2022, the mentor failure analysis lab received the device for evaluation. Per the returned devices, mentor became aware that the suspect medical devices were the following: 375cc mentor memorygel breast implant (catalog: 3507375bc, lot: 5848474) and 375cc mentor memorygel breast implant (catalog: 3507375bc, lot: 5632747). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On june 5, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 375cc breast implant had a crease/fold on the anterior view. In addition, a tear was noted within the crease/fold and extending to the posterior view, measuring approximately 14.8 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.